Event description:
During an acl repair the screw broke internally and cracked on the side completely through. The 8mm screw was used in a 10mm femoral tunnel with a btb graft. The fixation held but the internal pieces of the calaxo had to be removed using graspers and a shaver blade. The pt had hard bone. It was confirmed that a tap of equal size to the screw was used. A minor delay resulted and no pt injury or complication took place.

Manufacturer narrative:
Device is not being returned for evaluation; therefore, no determination could be made for the reported device failure.